Event description:
It was reported that the patient is hyperkalemic and had vt/vf (ventricular tachycardia / ventricular fibrillation) episodes. A por (power on reset) of the device occurred. It was also noted that the device had indications of an internal circuit problem and that the caller was inquiring on eos (end of service) behavior of the device. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. There was one por (power on reset) for vreg monitor, on (B)(4) 2012 01:12:19. And one patient alert for device circuit error on (B)(4) 2012 01:12:19. Analysis of the returned device found the same por for vreg monitor, and that there was normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was one por (power on reset) for vreg monitor, on (B)(6) 2012 01:12:19. And one patient alert for device circuit error on (B)(6) 2012 01:12:19.